Event description:
The complainant reported during preparation for a case, the automated impella controller (aic) was unable to recognize the purge cassette. Consequently, the team changed over to new aic without issue for successful case using the same purge cassette and impella pump. It was further reported there was no harm to the patient.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller data logs and console were returned for evaluation and analysis. Data analysis demonstrated logs were inconsistent with what was reported in the complaint. Although it was reported that the console could not recognize the purge cassette, no evident purge cassette recognition issues were observed. However, there were multiple purge fluid not detected errors observed in the logs. Rtlog data that was available showed that at the time the purge fluid not detected errors occurred, the purge pressure was at 0mmhg. The console was tested after arriving in field service, and the purge cassette recognition issue was unable to be reproduced. The observed purge fluid detection issues also could not be reproduced. The console was tested with a purge cassette kit and pump and operated as intended. A product history review was completed, and no action was required as a result of this review. In conclusion, the reported purge cassette recognition issue and the observed purge fluid not detected issue could not be determined due to the inability to reproduce. The purge pressure was at 0mmhg at the time of the purge fluid not detected event. This absence of purge pressure could be indicative of a kink in the purge line or a possible leak but no there was no conclusive evidence. The aic operated as intended when testing in the lab.